Manufacturer narrative:
The patient was born on a unspecified date in (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was reported as "others" (not further specified). Treatment for the event was not reported. The patient outcome was unknown. Action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
Add'l info: previously reported as (B)(6) 2016, on unreported dates, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported), dianeal therapies were discontinued, and the patient was transferred to hemodialysis. Nineteen days after peritonitis onset, the unspecified antibiotic therapy was discontinued. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.